Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, procedure seemed normal, no resistance when removing but found the capsule in the pt's oral pharynx when going back down to verify placement. The pt was not injured following the procedure.